Event description:
Customer alleged blood glucose result of 50 mg/dl on the compact plus system accompanied by symptoms of high blood glucose. Customer self-treated with 75 units humulin r based on symptoms. Customer alleged passing out approx 1/2 hr later. Customer stated was transported to hospital with blood glucose measured by paramedics or hospital as 925 mg/dl. Customer stated she was treated with IV fluids, insulin, and a special diet and was released 2 weeks later.